Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported bleeding cannot be conclusively determined through this investigation. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) following this event. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 09feb2017. The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system . The instructions for use provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient showed increased lactic acid and was hospitalized in ICU. CT scan showed pericardial hematoma, and transthoracic echocardiogram (tte) revealed hematoma at right ventricle (rv) with compression of the rv outflow tract. On (B)(6) 2018, patient's lactic acid resolved without any acute intervention. The patient was discharged (B)(6) 2018 medically stable. There was no need to treat or monitor for patient symptoms. CT scans and cultures were negative for infection.